Event description:
Info received indicates the brake casters continue to rotate with pressure on the side of the stretcher when in brake.

Manufacturer narrative:
The tech isolated the issue to worn casters. The tech replaced the four brake casters to repair the bed.